Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the patient underwent implantation of a rayone trifocal rao603f iol in (B)(6) 2018. Iol opacification was diagnosed on an unknown date post-operatively and in (B)(6) 2023 the patient underwent explantation of the iol. This report originates from a patient in brazil. Rayner as a medical device manufacturer is unable to provide medical advice to members of the public. The device is not available for return to rayner. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 107111167. There is insufficient evidence and information available to determine the cause of the onset of opacification in this case.

Event description:
On (B)(6) 2023, rayner received notification from a patient in brazil of an event that occurred following implantation of a rayone trifocal rao603f iol. The event description provided states that post-operatively the patient developed iol opacification necessitating explantation of the iol.